Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the hub separates from device with a bd syringe 0.5ml 30ga 8mm. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: hubs remained in shields.

Manufacturer narrative:
Investigation summary no physical samples were received however the investigation was performed based on the photo provided. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. A device history review could not be completed as no batch number was provided. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the hub separates from device with a bd syringe 0.5ml 30ga 8mm. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: hubs remained in shields.